Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a dissection in the right coronary. A 3.5x26mm graftmaster covered stent was attempted to cross; however, failed due to anatomy. When attempting to remove the device it became stuck in the anatomy and was noted to be difficult to remove. Another unspecified device was used to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported failure to advance and difficult to remove could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. It was reported that the procedure was to treat a dissection. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation directly caused or contributed to the reported event. The reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the challenging anatomy during advancement, resulting in the reported failure to advance. Further interaction with the challenging anatomy during removal of the device, as resistance was noted, likely contributed to the observed stretched inner/outer member, contributing to the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. H6: medical device problem code 1494 clarifier- indication for use.

Event description:
Subsequently, after the initial report was filed, it was noted that a 4.0x8mm nc trek neo balloon dilatation catheter was used in the procedure before the graftmaster; however, ruptured at 32 atmospheres. There was no adverse patient effects reported and no clinically significant delay. No additional information was provided.